Event description:
Customer reported a high blood glucose level, but the specific value was unknown as the display showed "high." Cause was not known. Customer administered a correction bolus via the pump and followed detailed troubleshooting instructions, including inspecting the infusion site, tubing, and connections. No issues were identified during troubleshooting, and insulin was observed at the end of the tubing. It was confirmed that the customer was using the insulin and infusion supplies correctly. Customer was advised to replace supplies as necessary and resume insulin delivery. Further assistance was offered if needed.